Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a micl13.2, -14.5 diopter, implantable collamer lens had a torn during injection/delivery into the eye. Lens was rimplanted and removed on (B)(6) 2018 within the same surgery. There was no paitent injury. Reporter stated the cartidge was at fault.

Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
(B)(4).